Manufacturer narrative:
The returned samples was evaluated but they all met specification, lot number of this event was requested but hasn't been received till now, no DHR for review. The root cause can't detected currrently. This issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that foreign item in syringe.